Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the system turned off after the completion of a cataract with intraocular lens (iol) procedure. No system message displayed prior to the shutdown. There was no patient involvement.

Manufacturer narrative:
Additional information is provided in d.10., h.3., h.6. And h.10. The company service representative examined the system and was able to replicate and confirm the reported event. The company service representative verified functionality of the fuses, performed diagnostic tests and then replaced the nonconforming power supply to address the issue. Unrelated to the reported event, the company service representative cleaned ventilation filters and completed preventive maintenance (pm). The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming power supply. The manufacturer internal reference number is: (B)(4).